Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the signal from tool disappeared sometimes and the problem occurred during hardware testing. According to the description, the station did not verify the instrument.

Manufacturer narrative:
Updated. After further review, it was determined the issue was previously reported. A medtronic representative went to the site to test the equipment. It was reported that the issue could not be confirmed or replicated, no components were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated that the site could not verify their tools. It was noted the probable cause was reported as the customer re-sterilized the patient reference frame and tool sensors.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during testing of the equipment it was noted that there was intermittent navigation/unable to navigate. There was no patient present.